Event description:
Caller reports patient tested 7.1 inr on the coaguchek s system and 3.81 inr on a comparison lab. Coumadin held 1 day due to lab result. No adverse event reported. Requested return of suspect system and replacement sent.